Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 125cm ic 71 embovac aspiration catheter was received contained in the decontamination pouch. Visual inspection was performed. One compressed area was found 5.5 cm from the distal end of the catheter. Multiple kinks were observed along the entire length of the catheter. Microscopic inspection was performed on the distal end. A slight stretch was observed at the tip of the mesh. The issue reported regarding a kinked / bent tip is confirmed. These damages could be related to the insertion of the catheter through the hemostasis valve. According to risk documentation, a catheter can become damaged when hemostasis valve is not opened sufficiently and/or the introducer not being seated distally enough inside the hemostasis valve; however, given the broad sequence of events, this remains speculative, and a conclusive cause cannot be determined. There is no indication that the issue reported in the complaint is related to a manufacturing issue. The stretched condition of the distal tip was not originally reported; however, this could be the result of the compressed condition of the catheter. A review of manufacturing documentation associated with this lot (31464778) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Devices undergo 100% inspection at different points during the manufacturing process to prevent damages such as catheter stretching and kinking from leaving the facility. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 22-sep-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The photo included in the complaint was reviewed by the product analysis team. The review is documented below. [Photo review]: the photo captures an embovac inside a clear bag. Four (4) kinks can be seen along the shaft of the catheter. No other damages ca be observed due to the blurriness of the photo. The reported issue documented in the complaint was confirmed. This investigation was performed based only on the photo provided. An assessment will be performed as per the conditions of the device returned. A review of manufacturing documentation associated with this lot (31464778) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. As part of j&j medtech quality process all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that prior to the start of a thrombectomy procedure, the device packaging for a 125cm ic 71 embovac aspiration catheter (ic71125ca / 31464778) and the device were inspected and confirmed to be in good condition. The thrombectomy procedure was targeting an occlusion in the left middle cerebral artery; after the physician removed the embovac aspiration catheter, microcatheter and stent from the patient, the tip of the embovac was observed to be kinked / bent. The physician replaced the embovac and completed the procedure using the original microcatheter and stent (both were from other manufacturers). There was no negative impact on the patient. A photo of the complaint device was included in the complaint. The photo will be reviewed by the product analysis team. On 20-aug-2025, additional information was received. The information confirmed that the procedure was targeting an occlusion in the left middle cerebral artery (mca). The information also confirmed that the patient¿s vessel has no tortuosity and no calcification. The procedure was not an adapt (direct aspiration first pass technique) case. The clot / thrombus characteristics including length and density are unknown. There was no resistance felt at any point while using the embovac catheter. Excessive force had not been applied to the device. The replacement was another 125cm ic 71 embovac aspiration catheter (ic71125ca). An adequate flush had been maintained through the devices. The additional information confirmed no negative impact on the patient and no delay to the procedure.